Event description:
Boston scientific received information that this right atrial (ra) lead exhibited fluctuating impedance measurements. This lead also oversensed signals from the right ventricular (rv) lead. There was no associated inhibition of therapy. The patient was fine and is not dependent on therapy. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.